Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp). It was reported that the cause of the overstimulation when patient was lying down was due to positional change. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that patient went in for programming and manufacturing representative (rep) set the patient up. Patient was in a sitting position and it felt fine during the appointment. Later patient went home and noticed stimulation was too high when she was laying down but fine when sitting. Consumer would like to turn stimulation down. Consumer tried using the patient programmer but it would not connect. Patient programmer showed device not compatible screen. Consumer was using the old programmer. It was reviewed that this programmer was not compatible to the new ins. Consumer found the new patient programmer after reviewing where to hold antenna connected patient programmer to ins successfully. Stimulation on, group b, multi-program. They tried to increase/ decrease amplitude. Consumer started decreasing. The issue was resolved. No further patient symptoms or complications were reported in this event.